Event description:
It was reported that the patient was having problems with the leads after implant in 2006. They ¿came off the patient¿s spine¿ and over the year to year and a half the patient had the wires break. They did not know how they broke because they were pulling on the lead and it didn¿t break. The leads came unglued in the base of the brain the first few years of implant. The patient did not give specific dates or years of when this occurred. The connections were also corroded internally within the first 5 years and the patient did not give specific dates or years of when this occurred either. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), implanted:(B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted:(B)(6) 2006, product type: recharger. Product ID: 3708260, serial# (B)(4), implanted:(B)(6) 2006, product type: extension. Product ID: 3587a, lot# lc5037, implanted:(B)(6) 2004, product type: lead. (B)(4).